Event description:
It was reported that expired cement was used during a surgical procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.